Event description:
A malfunction alarm was reported by the customer with a code of malf 12. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset information and assisted the caller in resetting the pump. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump while understanding to call back if any issues recur.